Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a hw (hardware) watchdog error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No addditional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed audibly with a message that read "hw watchdog error." The whitescreen alarm could not be cleared. The snaphat battery voltage that supported the ram chip on the uic (user interface controller) printed circuit board was found to be 0.899 vdc (nominal 2.8 hardware watchdog error was due to depleted snaphat battery that supported ram chip u2 on the uic1 printed circuit board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.